Event description:
Information received indicates the functions from the siderails are only working intermittently.

Manufacturer narrative:
The technician replaced the siderail ucm cables and boards to repair the bed.